Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had broken tips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 16.88mm x 4.77mm was found to be broken off. Not all the broken piece was returned. The conductor wire was found to be broken. Further inspection of the returned instrument found to have broken molded insulator and broken conductor wire. Additional observation related to customer complaint: the instrument was found to have a broken molded insulator at the distal end. Not all the broken piece was returned and it was a 2.34mm piece missing from the molded insulator. Components adjacent to this broken molded insulator do show damage. The grip is broken. Additional observation related to customer complaint: the instrument was found to have a broken conductor wire. The broken conductor wire was due to broken grip tip. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.